Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly or scroll bar anomaly was noted on the display. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump has an unresponsive keypad during the bolus procedure. The blood glucose level was not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.